Event description:
It was reported that the pump wake button was difficult to depress, which required multiple presses to activate the screen. There was no adverse impact on the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.